Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a faulty ise (ion-selective electrode) buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results on their au680 chemistry analyzer. The erroneous results were not released out of the laboratory; thus, there was no change to patient treatment. Quality control was within the laboratory's established specifications on the day of the event.